Manufacturer narrative:
(B)(4). The device has been received for analysis but an evaluation has not yet been preformed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure performed on (B)(6) 2018. Reportedly, a lumenis 100w console was used. According to the complainant, during the procedure, it was noted that the sma boot had detached which made the connector very hot when the nurse touched it. The user experienced a burn which was treated with cold water and cream. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1437 captures the reportable event of fiber connector overheated. Patient code 1757 captures the event of user burn. The fiber was returned in one continuous piece. The fiber measured approximately 317.1 cm from the top of the connector to the tip. The exposed glass portion of the distal tip measures approximately 0.2 cm. Visual examination reveals that the exposed glass fiber tip measures approximately 3.4 mm. The pattern on the tip face is consistent with a tip detachment, likely as a result of handling during the procedure. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector, likely as a result of handling during setup of the procedure. Visual inspection of the sma connector shows that the strain relief boot was detached, likely as a result of the reported overheating of the connector during the procedure, resulting in failure of the attachment of the boot. Review and analysis of all available information indicated that the root cause is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on december 13, 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure performed on (B)(6) 2018 . Reportedly, a lumenis 100w console was used. According to the complainant, during the procedure, it was noted that the sma boot had detached which made the connector very hot when the nurse touched it. The user experienced a burn which was treated with cold water and cream. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.